Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received about a dissatisfied score in the mdc report for the patient's satisfaction rate with the post-op recovery based on the implant and instruments used during the revision surgery.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added b5 and h6(device). H6 patient code: no code available (3191) used to capture customer feedback: dissatisfaction device code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null device history batch : null device history review : null device code: no code available ((B)(4)) used to capture customer feedback: dissatisfaction device code.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical database information received. The database reports pain, problems walking and in doing the patient's usual activities and discomfort.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for low hb value, post-operative. Event is not serious and is considered mild. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2019. (Left knee). Treatment: 2 x erythrocyte concentrate. Product details: component type: attune revision crs femoral size 6 left cemented. Catalog number: 150440106. Lot number ID: hk8821. Component type: attune revision pressfit stem 16 mm x 60 mm. Catalog number: 151316060. Lot number ID: hr5227. Component type: attune revision femoral sleeve porocoat partially coated 50 mm. Catalog number: 151101106. Lot number ID: hu5300. Component type: attune revision distal femoral augment size 6 8mm. Catalog number: 154706002. Lot number ID: ht0179. Component type: attune revision distal femoral augment size 6 8mm. Catalog number: 154706002. Lot number ID: hm6218. Component type: attune revision posterior femoral augment size 6 4 mm. Catalog number: 154906001. Lot number ID: hw5749. Component type: attune revision posterior femoral augment size 6 8 mm. Catalog number: 154906002. Lot number ID: ht7245. Component type: attune revision tibial base rotating platform size 5 cemented. Catalog number: 150660005. Lot number ID: 9111626. Component type: attune revision pressfit stem 18 mm x 60 mm. Catalog number: 151318060. Lot number ID: j0412n. Component type: attune revision tibial sleeve porocoat fully coated 37 mm. Catalog number: 151111202. Lot number ID: j2140g. Component type: attune revision crs rotating platform insert size 6 6 mm. Catalog number: 151710606. Lot number ID: 8927702. Component type: attune medial dome pat 38mm. Catalog number: 151820038. Lot number ID: 9099897. Competitor bone cement used.